Manufacturer narrative:
The correction of d4 catalog # fields. This is based on the internal evaluation. Previous d4 catalog # ard567501960a corrected d4 catalog # ard567510904 getinge became aware of an issue with one of surgical lights - axcel 5501. As it was stated, light fell down after the surgery. Fortunately, no one was harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as the device falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered after the surgery. Root cause analysis was performed by subject matter expert at the manufacturing. As they stated: according to the photographic evidences the suspension involved was manufactured in 2014. The detachment of the device was caused by the separation between the suspension plate and the axle (pn ard567502057). The weld joint between the plate and the axle probably broke. The cause of the rupture was not identified because the customer refused to send the device involved to the factory for investigation. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 29th may, 2024 getinge became aware of an issue with one of surgical lights - axcel 5501. As it was stated, light fell down after the surgery. Fortunately, no one was harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as the device falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.